Event description:
The user was no longer able to hear when using the device. He is not sure when the sound stopped. There is no report of any accident or trauma. The device has been explanted.

Manufacturer narrative:
Device investigation results shows only results of a broken coil wire due to an overload fracture. The damage found is likely associated to the explantation surgery, which was reportedly difficult. Use of non-med-el screws may have contributed to the difficult explantation surgery, but cannot explain the loss of benefit reported by the patient. No other damage could be found on the explant that would explain the reported loss of benefit. Further investigation on the explant is not possible because of the compromised status.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was no longer able to hear when using the device. He is not sure when the sound stopped. There is no report of any accident or trauma. The user will have a follow-up appointment at the end of october to discuss the next steps and possibly be re-implanted in (B)(6).